Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 465 mg/dl and around 400 mg/dl. Customer declined troubleshooting. Customer stated insulin pump had no delivery alerts. The device will not be returned for analysis.